Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
It was initially reported that the patient had high impedance on systems diagnostics. There was no reported manipulation or trauma and there were no associated adverse events. The generator was not disabled. X-rays were taken but they will not be sent to the manufacturer for review. The patient did not want to do anything at the time but has since decided that he would like a replacement. Surgery if likely but has not occurred to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, the patient reported that the device was still programmed on. The patient stated that her settings were 150/125, but the device was reading 75/100. The magnet mode stimulation felt the same. The patient stated that she did not realize ¿that¿s why she hasn¿t felt the quite the same.¿

Event description:
On (B)(6) 2013, the patient reported that the only complication she was having was labored breathing, especially when she worked out three to four times a week.

Event description:
On (B)(6) 2015 it was reported that the patient was going to receive x-rays after high impedance was observed. It is stated that the patient had a mammogram and felt that the device was not operating correctly. She went to the neurologist and received warning for high impedance while running the device diagnostics. It was clarified that the high impedance issue from 2013 was not fixed. The patient feels that the vns has been working great and was not ok having surgery back in 2013 to fix the high impedance. The patient thought the device was not working properly due to the high impedance issue. The patient has not had device replacement to date.

Event description:
The patient underwent a full replacement on (B)(6) 2015. It was stated that the generator will be returned but the lead will not. The explanted generator was received for analysis on 07/14/2015. Product analysis is currently underway but has not been completed and approved to date.

Event description:
Product analysis for the m103 generator was completed and approved on (B)(4) 2015. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . There were no performance or any other type of adverse conditions found with the pulse generator.